Manufacturer narrative:
Device evaluation begun, but not yet completed.

Event description:
It was reported that during the preparation of cord blood for storage, the cord blood was processed as expected until the processed cord blood in the device's 200 ml transfer bag was to be transferred into the device's freezing bag. The unit was hung so that the cord blood drained from the 200 ml transfer bag component of the device into the freezing bag component of the device. The technician squeezed the unit to remove the excess air, and the bag started leaking near the top seal of the freezing bag. The technician tried to reseal the bag without success. The cord blood was transferred to a new device bag and they unit was further processed without incident. There was a 2.6 ml loss of cord blood."